Event description:
Facility reported that "patient was receiving hemodialysis and the last 54 minutes of 3 hours therapy pulled out both arterial and venous needles. Staff immediately clamped lines once alarms sounded and they saw blood on clothing. Staff attempted to recannulate pt but she refused and would not allow. Pt had an estimated blood loss of 100cc from access and 248cc extracorp lines totaling estimated blood loss of 348cc."

Manufacturer narrative:
(B)(4). Based on the results of (B)(6) quality assurance investigation, the clinic manager stated that "the pt suffers from many ailments but this was an episode of confusion which led to the "pulling." The needle had nothing to do with the "pulling." No defect was identified before or after the incident. There was no malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior to releasing it to the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product. We assure you that jms (B)(4) will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.